Event description:
It was reported that during a stomach resection procedure, branch broke off. Another device was used to complete the procedure. There were no adverse consequences for the patient. See scanned page. Response received on 9/16/2009, that no more information is available.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.